Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was prepared and advanced into the vessel. During the procedure, blood was noted coming out of the side port which meant a break in the balloon prior to inflation. The device was removed, and the procedure was completed with another pcb balloon. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was noted located at the distal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was prepared and advanced into the vessel. During the procedure, blood was noted coming out of the side port which meant a break in the balloon prior to inflation. The device was removed, and the procedure was completed with another pcb balloon. No complications were reported.